Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer experienced high blood glucose levels along with vomitting prior to being hospitalized. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.